Manufacturer narrative:
Event occurred in a foreign country.

Event description:
Reporter stated, that the inform meter's internal contacts are burned. No adverse event was reported. The MFR requested the return of the suspect product for eval.